Event description:
Ous MDR - it was reported that this lead dislodged 5 days after implant. No repositioning was possible without complete extraction of the lead. Therefore, the cardiologist decided to implant a new lead. X-ray images showed the lead had completely come away from the rv wall.

Manufacturer narrative:
Ous MDR - upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specs and flawless throughout its inspection. In summary, there was no sign of a material or mfg problem.